Manufacturer narrative:
(B)(4). The starclose se device is being filed under a separated manufacturing report number.the device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with a prostar xl device via a 7f sheath using the pre-close technique prior to an interventional abdominal aortic aneurysm (aaa) procedure. Reportedly, the prostar xl needle was stuck in the device. A right iliofemoral arterectomy and repair of the common femoral artery were performed percutaneously. Hemostasis was achieved, the method was not specified. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Device analysis of the returned prostar xl device reveled a clip of a starclose se device was returned on the swage ring of the returned prostar xl. No additional information was provided.

Manufacturer narrative:
(B)(4). Analysis was performed on the returned device. The reported failure to deploy the needles and interaction/ damage to the star close clip was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The reported difficulties and tissue damage appear to be related to interaction with the prostar during insertion through the previously implanted starclose clip. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.